Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Visual inspection and functional tests were performed. The tamper seal labels were undamaged. The entire device was used, and the event history log (ehl) showed error lec 4178. The reported issue was duplicated as the pump microprocessor(mp) board was found to be faulty. The root cause was unable to be determined. The pumps mp board was found to be faulty and needed to be replaced.

Event description:
It was reported that a 100 ml cassette leaked and damaged the cadd solis vip pump which displayed a white screen, alarmed continuously and did not work. No adverse patient effects were reported.